Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming vxi testing, the heart wire leads on the tester were cleaned and the failure was rerun 10 times and passed. The failure was attributed to dirty heart wire leads on the tester itself. Analysis further noted that the upper case was broken and dented, the lower case was broken, the battery release was contaminated, the side bail covers, ring cover, side bail and ring were missing and the keyboard was scratched. The device was to be scrapped in-house. (B)(4).